Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that, dissection previously in iliac but decided closure device would be good option b/c vessel at access site was good. After post angio realized vessel was down. Thought it was from dissection but after wire crossed it appeared the issue was at device site. Balloon bsci and stent 9x40 used on access site. Patient was reported as "fine" after event.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team; indicating a lower mid-femoral head positioned access, disruption of flow and a potential dissection present at the access site. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was planned for closure in the right femoral artery. A dissection was present in the iliac, although the physician chose to use manta because the vessel at the access site was good. Following deployment, a post angiogram indicated an occlusion at the manta site. The physician thought the occlusion occurred due to a dissection; however, once the wire was crossed, the issue appeared to be at the manta site. The physician chose to advance a balloon and deploy a stent to the site. It is likely the cause of the occlusion is either from collagen dispositioned in the vessel or a dissection occurred during initial access, possibly causing manta to prop the dissection open, blocking flow. An angiogram submitted indicated a potential dissection at the manta access site. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection, accidental positioning of some or all the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring endovascular intervention.